Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had an abnormal image. There was no patient or procedure involvement.

Event description:
It was reported the subject device had an abnormal image. There was no patient or procedure involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the image was blurry due to a component failure of the insertion part. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.